Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1924603 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
The balloon of a 5f mynx grip vascular closure device (vcd) popped up during procedure. The hemostasis was achieved using manual compression for less than 30 minutes. There was no patient injury reported. The patient was not hospitalized, and his hospitalization was not extended as a result of the event. The patient recovered after the mynx event. The type of procedure that the mynx grip was used for a diagnostic coronary case. The deployer¿s mynx training status is mynx certified. The vessel type was arterial. The stick of location was the femoral artery. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery. Other additional procedural details were requested but were unknown. The device is expected to be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, g7, h1, h2, h3 and h6 as reported, the balloon of a 5f mynxgrip vascular closure device (vcd) popped up during procedure. There was no patient injury reported. The type of procedure that the mynxgrip was used in was a diagnostic coronary case. The deployer¿s mynx training status was mynx certified. The vessel type was arterial. The stick location was the femoral artery. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery. Hemostasis was achieved using manual compression for less than 30 minutes. The patient was not hospitalized, and his hospitalization was not extended as a result of the event. The patient recovered after the mynx event. Other additional procedural details were requested but were unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle was engaged to the black handle, and the syringe was observed to have been connected to the device with the stopcock open as received. The sealant, advancer tube and procedural sheath were not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, a radial tear in the balloon of the returned device, approximately 4.5 mm from the balloon¿s proximal neck was revealed. A product history record (phr) review of lot f1924603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as calcification, may have contributed to the reported event as calcium is known to cause damage to balloons. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.